Event description:
The customer states that the springs on the axsym processing cover failed to hold the cover upright and the cover fell hitting the user on the head. The customer states that no injury occurred to the user.